Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had a " fractured pixel" that blocked graphics and text. Reportedly, the fractured pixel appeared after the customer dropped the pump. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to a backup pump for insulin therapy.